Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer froze. The programmer passed incoming functional tests and no errors were found in the logs. It was noted that the floppy drive label was stuck inside the drive, the system fan was noisy, and the bezel shield was damaged. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer froze three times during an implant procedure. The programmer was rebooted after each time it froze. Another programmer was used to complete the procedure. The programmer was returned to service. No patient complications have been reported as a result of this event.